Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial tear on the balloon. No surface scratches or defects were observed on the balloon. No visual abnormalities were noted. Functional testing could not be performed due to the condition of the returned device. Dimensional analysis was performed on the device as single wall thickness of the balloon was measured. All measurements met specifications. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. The complaint of the balloon burst was confirmed, however no manufacturing non-conformances were found in the returned sample. Available information suggests patient factors (severe aortic valve/leaflet calcification) likely contributed to this event. The valve was fully inflated prior to the balloon burst, with no paravalvular leak (pvl) or central leak reported. Since no labeling, IFU/training inadequacies have been identified, no corrective or preventative action is required.

Event description:
During a degenerated bioprosthetic aortic valve replacement procedure, the 23mm novaflex+ (nf+) delivery system (ds) balloon ruptured during valve deployment. Following balloon aortic valvuloplasty (bav), the ds was prepared with nominal volume. The ds and valve were advanced through the expandable sheath (esheath), tracked around the aortic arch and across the magna valve. The sapien xt valve was positioned and deployed approximately 4mm below the wireform of the surgical valve, resulting in no pvl and no central leak. During the slow inflation of the sapien xt valve, the ds balloon ruptured. The sapien xt valve was fully inflated and well seated within the surgical valve prior to the balloon rupture. The ds and esheath were removed and the procedure was successfully completed. Following the procedure, the patient was transferred in stable condition. The inner diameter (ID) of the surgical valve was 21mm. The native aortic valve/leaflet was severely calcified.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.